Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that during a surgical procedure for which the device was part of breathing circuit for anesthesia administration, the co2 monitoring port cap on the device was loose. The cap is used to seal the monitoring port when the port is not in use for co2 monitoring. When the operating room staff became aware that the cap was loose during surgery, they tightened the cap and proceeded. No adverse effects were reported.